Manufacturer narrative:
Bec cts (customer technical support) generated a service request to clean, inspect and resolve the cause of the leak. A field service engineer (fse) went on-site (B)(6) 2011 and determined that there was a vacuum loss occuring in connection with the wash collar peri-pump tubing and aspirate probe #1. Fse replaced the vacuum pump and still observed the vacuum problem occurring on the instrument. Fse continued to troubleshoot and observed a tear in the duck bill. Fse replaced the torn duckbill and verified hardware performance by completing a passing system check within instrument specifications and passing qc within the customer's established ranges. The root cause for this event may be attributed to the duckbill that was replaced by the fse. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) regarding a small leak occurring underneath the sample pipettor wash tower of the unicel dxi 800 access immunoassay system. The customer also reported wash collar vacuum and wash tower vacuum outside limits errors. The leak was small and localized. It appeared to originate from the fitting at the bottom of the wash tower for the sample pipettor. No injury or exposure was reported and no erroneous results were generated.